Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided and a review of the device history records and quality records associated with this manufactured lot which confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that after having performed a right anterior cruciate ligament (acl) procedure using scr biorci 9x30mm strl bx 1 the patient required a revision surgery to undergo an irrigation and debridement to clean out a cyst located in the medial tibial plateau to include bone grafting.

Manufacturer narrative:
(B)(4).